Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previously implanted with a bifurcated stent graft, two (2) suprarenal stent graft extensions and two (2) limb extension stent graft to treat an abdominal aortic aneurysm (aaa). Approximately two (2) month post initial implant, a secondary procedure was completed. The physician elected to implant an infrarenal stent graft extension and another limb extension stent graft resolve a type 3b endoleak. Now, approximately four (4) years post initial implant, a type 3b endoleak has been discovered and the patient is currently being monitored. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The type iiib endoleak and progressive stent cage dilation of the first sr cuff (76%) the main body stent (37%) are confirmed. The complaint is most likely device related. Procedure related harms cannot be determined. The final patient disposition was not reported. In addition, the clinical assessment determined that there was evidence to reasonable suggest a type iiia endoleak and implant separation between the second sr cuff and the ir cuff that was placed in 2015; total stent occlusion of the non endologix stent in the right hypogastric snorkel; an additional non endologix stent within the right common iliac stent (unknown date of implant) that were not included in the event as reported. These events were discovered on (B)(6) 2018, during the review of the event CT image study, 51 months post implant. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.